Manufacturer narrative:
The report of ¿ineffective therapy¿ was confirmed. Analysis of returned lead a found it was cut during explant resulting in a stimulation end segment and a terminal end segment. Microscopic inspection of the stimulation end segment found a kink on the outer tubing where all internal wires were broken and a cam impression consistent with the use of a swift-lock anchor. The root cause of these fractures is unknown as the patient did not report any falls, trauma, or accidents.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed.additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4) , serial:(B)(6) , batch: a000101368.

Event description:
It was reported the scs system was not providing effective therapy and as such the system was explanted.